Event description:
It was reported that a pt has had no stimulation sensation since a domestic dispute. She has a burning/heat sensation around the lead wire. The skin is warm to the touch. The pt's hcp is aware that the ipg is not working. Further info is being requested from the hcp.

Manufacturer narrative:
.